Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system log files were downloaded and sent for further evaluation. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.